Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the emergency room (ER) and was hospitalized on (B)(6) 2021. Attempts to obtain additional information were unsuccessful. It is unknown why the patient went to the ER or what the admitting diagnosis was for the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the emergency room (ER) and was hospitalized on (B)(6) 2021. Attempts to obtain additional information were unsuccessful. It is unknown why the patient went to the ER or what the admitting diagnosis was for the patient.